Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels 42-51 mg/dl and glucose tablets were consumed to address the low bg. The customer stated that the low bg may be due to weight loss and increased physical activity with little to no adjustment to the pump settings. The customer's bg was currently at target level and the customer was speaking to a healthcare provider about the low bg.